Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a lack of effective stimulation with high impedances seen. The physician suspected the extension (adaptor) was fractured and planned for a revision. Due to personal reasons with the pt, the revision was not performed until (B)(6) 2011. During the revision, the physician checked the extension (adaptor) carefully and found the suspected fracture. He then tried to replace the extension with a new one and found he could not insert it into the neurostimulator. Another extension was then used and the operation was completed. Additional information was requested.